Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) revealed a red warning screen for high shock impedance measurements of greater than 400 ohms. The shock impedances at implant and during defibrillation threshold (dft) testing were normal. The physician suspected air in the device header pushed the terminal pin out, and an invasive procedure to verify the connections was planned for the following day. The impedance measurement was tested several times before the revision and it remained greater than 400 ohms. The pocket was opened and the header was examined. The terminal pin was visualized to be fully inserted into the device, and the setscrew was confirmed to be tightened down. The terminal pin was removed; no fluids were noted, but the pin and header were cleaned and the terminal pin was re-inserted into the device. Normal shock impedances were then observed. New dfts were performed, the shock impedance was normal at 85 ohms, and optimization was performed successfully. No further issues were reported, the system remains in service. No additional adverse patient effects were reported.